Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. Valve function and performance level setting should be checked in the event that the valve is subjected to significant mechanical shock or trauma. Upon follow up, it was reported that the device has since been tested by a neurosurgeon and was found to be in working order. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery for congenital hydrocephalus and was implanted with a strata valve in 2014-(B)(6). According to the report, the patient was without symptoms for six weeks however, when the patient was discharged from the hospital, her physician adjusted her valve to pressure level 2.5. It was reported that the patient's symptoms of extreme dizziness, unsteady walking, increase in falls, and cloudy memory have returned. According to the report, around 2014-(B)(6) the patient fell and hit her head on her shunt but her symptoms did not return. It was reported that her neurosurgeon confirmed the shunt was fine. According to the report, during the week of 2014-(B)(6) the patient went to the neurosurgeon who identified a brain bleed on the CT scan and the patient's pressure level was adjusted to 1.5. It was also reported that on 2014-(B)(6), the patient's brain bleed was gone but it was believed the pressure level changed due to exposure to magnets and the patient's valve was again adjusted. According to the report, in early (B)(6) 2014, the patient's symptoms reappeared and a CT scan confirmed there were no changes however, the patient's symptoms continued to get worse. It was also reported that on 2014-(B)(6) that the patient saw her neurosurgeon who confirmed that the pressure level in the patient's valve had dropped to 0.5 so the valve was again adjusted back up to pressure level 2.5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.